Event description:
It was reported that the femoral component did not press fit with femur. So, the femoral component came off from the femur when the trial insert was inserted during trial. The surgeon used bone cement for the femoral component. The cutting device which was used in the op was cat# 6541-1-703e.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the femoral component did not press fit with femur. So, the femoral component came off from the femur when the trial insert was inserted during trial. The surgeon used bone cement for the femoral component. The cutting device which was used in the op was cat# 6541-1-703e.

Manufacturer narrative:
An event regarding press-fitting issues involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned as the device remains implanted. Medical records review not performed as no medical records were provided. Device history review indicated that there were no reported discrepancies for the referenced lot. Complaint history review indicated that there were no other events for the referenced lot. The exact cause of the event could not be determined as the device was not returned for tolerance and coating analysis. Furthermore, using bone cement with devices specified to be press-fitted is an off-label application. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.